Manufacturer narrative:
Health effect impact code: (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Medical staff reported a capsular contracture baker grade lll. This relates to the left side. Device has been explanted and replaced.

Manufacturer narrative:
Clarification to implant date (d6a): 2011 (only year was provided). Correction to reason for reoperation: capsular contracture baker, grade iii. On the left side.

Event description:
Medical staff reported, a capsular contracture baker, grade iii. This relates to the left side. Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis: device photograph(s) for the device related to the reported event of capsular contracture reviewed on 11-mar-2023. Visual analysis of the photographs identified: -capsular contracture: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Medical staff reported a capsular contracture baker grade lll. This relates to the left side. Device has been explanted and replaced.

Event description:
Medical staff reported a capsular contracture baker grade lll. This relates to the left side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2.